Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of the non-dehp micro-volume extension set was cracked on the bonded side where the IV tubing was connected and leaked out of the air vent. The issue occurred after priming. The set was used with a medfusion syring pump. There was no patient involvement. No additional information is available.